Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced an alert for elevated system impedance of 205 ohms, which was within normal limits. Technical services (ts) analyzed device data and found that system impedance has been high since implant. Ts suggested system evaluation in clinic with an x-ray for placement. Later, it was reported that this s-ICD delivered inappropriate shocks across 2 episodes 3 months apart. Ts analyzed device data and found that the shock impedance was high at 199 ohms. It was determined that the inappropriate shocks were due to oversensing of the patient's t-wave or p-wave. This occurred in the secondary and alternate vectors respectively. There was another untreated episode where the smart pass feature became disabled in the primary vector due to r-wave degradation. It was noted that this patient has a very high body mass index (bmi) and that this system might not be appropriate for this patient. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced an alert for elevated system impedance of 205 ohms, which was within normal limits. Technical services (ts) analyzed device data and found that system impedance has been high since implant. Ts suggested system evaluation in clinic with an x-ray for placement. Later, it was reported that this s-ICD delivered inappropriate shocks across 2 episodes 3 months apart. Ts analyzed device data and found that the shock impedance was high at 199 ohms. It was determined that the inappropriate shocks were due to oversensing of the patient's t-wave or p-wave. This occurred in the secondary and alternate vectors respectively. There was another untreated episode where the smart pass feature became disabled in the primary vector due to r-wave degradation. It was noted that this patient has a very high body mass index (bmi) and that this system might not be appropriate for this patient. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
Corrected model number to 3010